Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her father¿s onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began around 11 am on (B)(6) 2018. She reported that the patient was not taking any medication for diabetes at the time the meter issue began., and that he made no changes to his normal diabetes management regimen in response to the alleged issue. The reporter alleges that 3 minutes after the product issue began, the patient developed symptoms of a ¿seizure¿. In response to the symptoms the reporter stated that she treated the patient with some candy, peanut butter and some orange juice. At 11.36 am on (B)(6) 2018, the reporter stated the emergency services (ems) attended and obtained a blood glucose result of ¿58 mg/dl¿ on their meter. The reporter alleged that the ems observed the patient, until he got a result of ¿70 mg/dl¿, no other treatment was received, and allegedly the patient declined to go to hospital. During troubleshooting the csr noted this was the first time the product was being used. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.